Event description:
Terumo medical corporation received the following information: it was reported that the bypass tube did not fit inside the sheath. Therefore, deployment was not successful, and a competitor device was used to close. There was no blood loss. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Patient remained in stable condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab nurse. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.